Event description:
Pinnacel flx study. It was reported ventricular tachycardia occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin was administered. On (B)(6) 2018, the patient experienced ventricular tachycardia with diagnosis of arrhythmia. It was reported that the ventricular tachycardia was managed by vagal maneuvers. A cardiac magnetic resonance imaging (MRI) procedure was recommended for evaluation of delayed enhancement. On (B)(6) 2018, cardiac MRI without and with IV contrast revealed thinning of the inferior wall at the base and mid ventricle with associated hypokinesis and nontransmural subendocardial late gadolinium enhancement involving approximately 50% of the myocardial wall thickness, consistent with chronic inferior wall myocardial infraction with left ventricular scar. The same day the patient underwent a left infraclavicular implantable cardioverter defibrillator (ICD) implantation surgery and the event was considered resolved. On (B)(6) 2018, the patient was discharged from the hospital in stable condition and follow up tee, lab work and echocardiogram were recommended. The patient was started on aspirin and apixaban. It was further reported that the ventricular tachycardia was nonsustained and occurred overnight. An ECG was performed which revealed atrial fibrillation, anterior infarct and t wave abnormality with anterior ischemia. On (B)(6) 2018, ECG was preformed which revealed atrial fibrillation with slow ventricular response, low anterior forces and nonspecific st and t wave abnormality. That same day, radiology test revealed new left chest wall aicd and minimal left basilar atelectasis.

Event description:
(B)(6) study. It was reported ventricular tachycardia occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin was administered. On (B)(6) 2018, the patient experienced ventricular tachycardia with diagnosis of arrhythmia. It was reported that the ventricular tachycardia was managed by vagal maneuvers. A cardiac magnetic resonance imaging (MRI) procedure was recommended for evaluation of delayed enhancement. On (B)(6) 2018, cardiac MRI without and with IV contrast revealed thinning of the inferior wall at the base and mid ventricle with associated hypokinesis and nontransmural subendocardial late gadolinium enhancement involving approximately 50% of the myocardial wall thickness, consistent with chronic inferior wall myocardial infraction with left ventricular scar. The same day the patient underwent a left infraclavicular implantable cardioverter defibrillator (ICD) implantation surgery and the event was considered resolved. On (B)(6) 2018, the patient was discharged from the hospital in stable condition and follow up tee, lab work and echocardiogram were recommended. The patient was started on aspirin and apixaban.